Event description:
A 26mm diameter x 16.5cm length aneurx bifurcated stent graft was selected for treatment of an abdominal aortic aneurysm in a pt having tortuous iliac arteries and a short, angulated proximal aortic neck. Following successful deployment, while removing the stent graft delivery system runners from the deployed stent graft, the stent graft was inadvertenlty pulled down from the intended area in the neck of the aorta. The physician did not follow instructions for removing the delivery system runners by not observing the distal radiopaque marker during retraction of the runners. Due to the graft's position (within the aneurysm sac), and the inability to place add'l aortic stent graft extension cuffs, the physician elected to remove the device and convert the pt to open surgical repair. The pt is reportedly doing well, and there were no add'l clinical sequelae reported relative to the event.